Event description:
It was reported that the patient experienced recurring incontinence two months after the activation of the artificial urinary sphincter (aus). Through a cystoscopy it was observed that the cuff was not inflating due to the pump spring was not working. The patient underwent surgery and the collapsed pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found, the pump performed within specifications. Based on the information available and analysis results, the reported pump spring issue was not confirmed through product analysis.

Event description:
It was reported that the patient experienced recurring incontinence two months after the activation of the artificial urinary sphincter (aus). Through a cystoscopy it was observed that the cuff was not inflating due to the pump spring was not working. The patient underwent surgery and the collapsed pump was removed and replaced. There were no patient complications.